Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the fourier transform infrared (ftir) analysis performed conducted in an off-site laboratory; the foreign material matched polystyrene and the filtration matched cellulose material.

Manufacturer narrative:
The colonoscope was returned to olympus for evaluation. The evaluation found that the colonoscope failed the leak test due to a damaged biopsy channel (cut/hole), which is attributed to user mishandling. A small white foreign material was noted inside biopsy channel port; it is approximately 1x1.5mm in size, but this foreign material is not hard, and not crusty looking material. The foreign material and the biopsy channel will be forwarded to an off-site laboratory for an analysis. The source and composition of the foreign material is unknown. This report will be updated when new information becomes available.

Event description:
The user facility reported that during a diagnostic colonoscopy, the user experienced difficulty passing a biopsy forceps through the channel of the colonoscope. The user facility further reported that a hard, white, and crusty substance came out with the retracted biopsy forceps. According to the user facility, the patient was exposed to an unidentified substance, and it is unknown if a portion of this foreign material had fallen inside the patient. The procedure was said to have been completed using a different scope, and the patient was held at the operating room for monitoring for unspecified period. To date, the user facility reported that the patient was re-hospitalized for an unspecified reasons.